Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural op report was provided. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported (clinical study frits) " ae2. Imaging reveals incidentally post-ischemic lesion in the left hemisphere (no acute/subacute lesion). According to the physician the event was a non-serious post-procedure thromboembolic complication with mild severity and in terms of clinical impact, the patient was asymptomatic. This event was not related to the device and to the procedure. Action taken towards the event was antiplatelet drug treatment. The outcome was resolved without sequelae on (B)(6) 2023.

Manufacturer narrative:
Procedure note medical review: procedure note medical review for (B)(4). A detailed procedure note medical review for (B)(4). Has been performed. Data review indicates performance of a flow-diverter protected coil embolization of a left paraophthalmic aci aneurysm with regular signal proximal and distal to the flow diverter. Imaging date indicates a post-ischemic lesion in the left hemisphere with no acute or subacute lesion identified. Procedure notes indicate operative assessment as flow-diverter-protected coil embolization of a left paraophthalmic aci aneurysm with known flow-diverter migration into the left carotid t (01/2021). Procedure note medical review conclusion for (B)(4). A detailed procedure notes medical review for (B)(4) has been completed. Operative physician makes declarative statement that the event was a non-serious post procedure thrombotic complication which presented with mild severity clinical impact. In addition, the operative physician has made a declarative statement that the event is not related to the fred x27 device. Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: listed below are the complaints from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves device migration distal embolization headache incomplete aneurysm occlusion neurologic deficits including stroke and/or death perforation or dissection of the vessel(s) pseudoaneurysm formation rupture or perforation of aneurysm transient ischemic attack (tia) or ischemic stroke vasospasm vessel occlusion vessel stenosis or thrombosis.